Event description:
--

Event description:
Boston scientific received information that following this sub-pectoral cardiac resynchronization therapy defibrillator (crt-d) implant procedure, noise was observed on the right ventricular (rv) channel which was being oversensed. Daily measurements were showing some out of range rv impedance measurements, greater than 2,000 ohms. A revision was performed where additional testing was performed to confirm proper connection. Tests confirmed the lead was fully inserted properly, noise could not be recreated with lead manipulation, header was tight, pull test did not reveal loose connection, impedance testing confirmed normal measurements through device and setscrews were tight. The physician also tried reinserting the lead in the header as well as testing the lead through the pacing system analyzer (psa) and normal measurements were confirmed. Since the issue could not be confirmed with either the device or the rv lead, both products were removed and returned for laboratory analysis.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the lead was returned severed in two segments. A segment of the lead and/or insulation appeared to be missing from the mid-body section of the lead. The extracting stylet was also returned inside the the tip segment of the lead. The proximal end of the distal spring electrode was separated from the lead body insulation. Tissue and body fluids were also noted on the distal end of the conductor coild and entwined in the tip. Cuts were noted in the lead insulation and laser extraction damage to the insulation was also observed. Resistance testing was then completed to assess the lead's electrical intergrity. Measurements were within normal limits. X-ray images were taken and no anomalies were found. Laboratory analysis was unable to confirm the report observations of the lead segments returned. The damage sustained to the lead was confirmed to be procedurely induced.

Manufacturer narrative:
The rv lead was returned for analysis. This report will be updated upon completion of analysis.